Event description:
On 11/13/1997 following a catheterization procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, four days later on 11/17/97, the pt contact his physician to report a hematoma. Upon exam the physician found a bruit and ecchymosis in the right groin. Ultrasound guided manual compression was held for 20 minutes which improved, but did not completely resolve the event. The pt was instructed to discontinue asa and "thinners" and sent home. On 11/24/97, the pt returned for another session of ultrasound guided manual compression. At that time the pseudoaneurysm was resolved, pt pulses were noted to remain present and stable, and there were no other reported sequelae.